Event description:
The customer reported functionality lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt serious injury or death was related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and identified as requiring replacement. The customer elected to replace the cable themselves. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.